Event description:
The physician successfully deployed a 3.5mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting stent (ref MFR#2953200-2010-01784) and a 3.5mm diameter x 30mm length endeavor rx drug-eluting stent to a target lesion in the rca. Post dilation ivus confirmed the stent had been well dilated and apposed to the vessel wall. Two weeks after the index procedure the patient presented with eruption on his arms and body and was prescribed a histamine antagonist. Four weeks post stent implant, stent thrombosis was confirmed in the rca stents. The patient underwent a successful thrombectomy and angioplasty. The patient recovered and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: genetic risk factor, stent thrombosis, allergic reaction. Conclusions: genetic risk factors.